Manufacturer narrative:
An event regarding scorpio tibial baseplate loosening was reported. The event was confirmed. Method and results: device evaluation and results: inspection of the returned devices is unremarkable. Medical records received and evaluation: all records were reviewed by a clinician who indicated no determination can be made with the limited medical records provided. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because limited patient information was provided for review. Additional records such as past medical history and operative reports would be required. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
The patient underwent tka due to ra on (B)(6) 2012. The loosening of tibial baseplate occurred 17 months after the operation. The revision surgery occurred on (B)(6) 2013. The surgeon needs the investigation of wear volume and loosening. The patient had pain. The patient could walk.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient underwent tka due to ra on (B)(6) 2012. The loosening of tibial baseplate occurred 17 months after the operation. The revision surgery occurred on (B)(6) 2013. The surgeon needs the investigation of wear volume and loosening. The patient had pain. The patient could walk.